Event description:
The pump was returned for investigation. Investigation revealed that the pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: black box review showed cs 078-0004 alarm. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation, inspected the motor assembly and tested the internal motor no defect found or no moisture corrosion was observed. Pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.